Event description:
It was reported that the balloon was ruptured during use. The balloon was inflated in ICU after surgery, but the customer commented that there was no resistance felt against the balloon and suspected balloon rupture. The patient was well and was discharged from the hospital. There was no medical treatment given to the patient. There were no patient complications reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One catheter with attached terumo 5 cc syringe and 3 three-way stopcock with tubing was returned for evaluation. A non-edwards contamination shield was located from approximately 45 and 85 cm from the catheter tip. No introducer or packaging was returned. No damage or inconsistencies to the catheter body or returned syringe was observed. The balloon was found to be ruptured at the central area of the balloon latex and the ruptured edge was not able to match up. Per IFU, "to avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume." Note that the unit was returned with attached terumo 5 cc syringe and the monoject 1.5 cc limited volume syringe was not returned. All through lumens were patent without any leakage or occlusion. Visual examinations were performed under microscope at 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It is not known if device handling may have contributed to the event. No actions will be taken at this time.